Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the lamp was not lit due to failure of the ignitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to igniter failure. The device evaluation found that the high brightness mode did not work due to failure of the high brightness detection part of the output connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. E1 establishment name: (B)(6) medical center.

Event description:
The customer reported to olympus, the visera elite xenon light source lamp did not light up. There were no reports of patient harm.